Event description:
It was reported that a liver was placed on the device at 2 am utc for logistics. It was noted that arterial flow had steadily dropped since the start of the case, peaking at 0.3 l/min. The device user (du) team had adjusted the cannula position with some improvement (0 to 0.1 l/min), but subsequently the flow had fallen again. The du had ensured the syringe driver was functioning and it was confirmed that approximately 5 ml of infusions were delivered in correlation to the 5 hours of perfusion at the time. Volume was safely removed from the reservoir to confirm that the reservoir was not too full. Flows improved briefly afterwards, but returned back to 0 l/min. Then, the du returned to the liver bowl to check the artery and while looking at arterial pressure could not see any improvement. They also confirmed that the airknot was not placed too tightly or highly on the arterial cannula. Subsequently, it was decided the liver would be discarded.

Manufacturer narrative:
The product support manager (psm) evaluated the device at the organox maintenance center. Both inferior vena cava (ivc) and portal flows showed 0.0 during the time when there was no flow. No flow offset was identified. Arterial, portal, and ivc flow values were measured using an external independent flow measurement device with no significant difference identified between the flow meter and the gui screen. Review of the reported event data concluded the ascites level sensor continued to activate during the case indicating the liver was bleeding continuously. This can lead to low ivc flow readings and as a result this situation can result in lower than actual arterial flow measurements. However, the root cause of the reported issue could not be definitively determined.